Manufacturer narrative:
Correction: d4: corrected UDI information. H4: corrected device manufacturer date.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. However, log file analysis tool was utilized. Also, investigations performed on similar cases proved that this failure can be reproduced in the lab and the ventilation keep continuing with the last applied setting. This failure classified as "permanent apphang while device in standby mode". The reason for the failure is "when o2 suction is started, the value displayed on the fio2 setting button is exchanged. The source for the value is no longer the fio2 setting itself but rather a new value which represents the oxygen concentration applied during the o2 suction. This value is not directly editable. Once the o2 suction is stopped the old value is restored and the fio2 setting can be edited again. Apart from activating/deactivating o2 suction there exist other events that influence how the fio2 setting button is displayed and how it behaves. As it turned out, there are some event sequences that bring the fio2 setting into an inconsistent state. The fio2 setting then displays the correct setting value but attempts to edit the ¿uneditable¿ value once it is selected. That in turn causes the software to hang forever". Bug fix improvements will be implemented on next sw release and this was documented under tfs ID: (B)(4).

Manufacturer narrative:
A vyaire service technician arrived on site. Retrieved logs from unit and sent them for analysis and they found a cfb (ventilation controller) error. Unit needs mainboard replaced. Replaced mainboard and performed software upgrade to version 6.1, then loaded profiles and settings on unit. Performed base test and unit passed. Performed all calibrations and passed. Performed verification and passed. Unit meets factory specifications. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical problem with bellavista 1000e us during use on a patient where the display went black with a warning 'detected user interface problem'. The unit did not stop ventilating. The device was replaced with another ventilator and the customer confirmed that there was no patient harm associated with the reported event.